Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker along with the right ventricular (rv) lead exhibited high out-of-range (oor) impedance measurements and intermittent capture. The patient was in for a radiation treatment. The physician needed to tunnel the existing lead from the right ventricle over to the left ventricle. The system remains in service. No adverse patient effects were reported.